Event description:
The reporter stated that her husband had gotten the er1 message "a couple of months ago." She reported that he did not retest or treat himself any differently. She stated that no color chart comparison was done, and that his control solution was in range at the time. She reported that he did feel weak at the time, but he did not seek medical attention.